Event description:
Implant fracture.

Manufacturer narrative:
Implants regio 25 and 27 fractured. Construction was a bridge placed on the implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant. The long-term fracture of the screw must be considered relevant to the fracture of the implants.

Event description:
Implant fracture.